Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient stated his ¿blood sugar went out of control¿ and was taken to the hospital. Prior to going to the hospital, the patient stated he went to bed and his blood sugar went high. When he woke up, he was already in the hospital. He could not remember details of the event. The patient was treated with hydration and insulin to ¿bring his sugar down¿ and was in the hospital for 3 days. Although there is a report of inaccuracies, there were no reported cgm or bg values for comparison. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.